Event description:
A customer reported that a patient was crawling, fell forward on the floor and the humidified ventilation (hme) attachment got stuck on the trach. The parents tried to remove the hme but were not able to so they had to change the trach. The patient endured mild abbrasions. The device is being returned for evaluation.

Manufacturer narrative:
(B)(4). A tracheostomy tube was returned for investigation. The sample was received attached to a heat and moisture exchanger (hme). The hme is not a covidien product and was removed from the sample. No lot number was provided. A visual inspection of the tracheostomy tube was performed and it was observed that all the components were assembled properly. A dimensional test was performed and it was observed the sample is within the approved range. No failure mode was observed in the received sample.

Manufacturer narrative:
(B)(4).